Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. Code 400: misaligned jaws. Evaluation summary: the analysis results confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation".

Event description:
During a lap cholecystectomy procedure, the device was used to ligate the cystic artery. When the device was fired, the distal ends of the clips did not sit uniformly on top of each other. They crossed over and therefore did not ligate the cystic artery. The clip was removed then another device was opened and used without complication. There were no adverse consequences to the patient.